Manufacturer narrative:
Initial.

Event description:
It was reported that the user at times announced a meal in order to receive insulin without actually eating, and the agent provided troubleshooting and education about the risks of announcing meals without food intake, including potential maladaptation and hypoglycemia. The user could not recall a specific event, time/ date, or blood glucose value. Symptoms included risk for hypoglycemia due to insulin dosing without carbohydrate intake. Outcomes included user education and counseling on proper use of meal announcements and insulin delivery to mitigate future risk. Investigation included a discussion-based troubleshooting and education session with the user. Investigation of this case revealed no device malfunction and indicated user behavior as the contributing factor, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.